Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had circuit failure and loss of data error. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, sleep current test, active current test and self test. A test battery was left in the insulin pump for more than ten minutes, powered off and turned back on with no post-reset ram crc alarm or history pointers failed and history pointers are corrupted error alarms. (B)(4).